Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a pacer equipment malfunction error message. There was no report of patient involvement.

Manufacturer narrative:
The power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. A malfunction of the power pca cannot be ruled out at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.